Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had issues with drive support cap. The mother states the drive support cap was protruded and they pushed it back in. The mother states there were no alarms present. The customer's blood glucose level was unknown. The mother declined replacement and states they would be upgrading the device.